Manufacturer narrative:
Device evaluation: belt sn (B)(4) was returned and evaluated at the distributor in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included download data review and incoming functional testing. During the incoming functional testing, the ECG acquisition and pulse delivery circuitry were verified. Upon evaluation, there was no gel leaking from the therapy electrodes. The therapy electrodes were in tact. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation under the rear therapy electrode where the back right therapy electrode was leaking gel. The irritation reportedly had open blisters that were red, itching, and painful. The patient is reportedly a nurse who used silvadene dressing on the irritation. Follow up indicated that the irritation was improving.